Event description:
It was reported that the patient's right hip was revised due to chronic dislocations of the head from the liner. Intra-operatively, some metallosis and black debris on the trunnion were noted. The head and liner were revised to another femoral head and constrained liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.